Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low scan results on the adc freestyle libre sensor when compared to readings obtained on the built-in reader. Customer reported that on (B)(6) 2018, he experienced symptoms described as nausea, vomiting, and "feeling really bad" and he self-treated with novolin slow acting insulin and novolog flexpen fast-acting insulin. Customer was driven to a hospital by his sister and at the hospital was treated with zofran (anti-nausea medication) via intravenous infusion and prescribed tylenol for his back pain. Customer was admitted for 3 days and reportedly "on the verge of dka". On (B)(6) 2018, readings of 243 mg/dl, 238 mg/dl, 63 mg/dl, and 48 mg/dl were obtained on the hospital meter. Customer drank apple juice and his glucose level increased to 60 mg/dl. A sensor scan result of 125 mg/dl was compared to a built-in reader result of 145 mg/dl, however it is unknown when these readings were obtained in relation to the medical event. No further treatment was reported and it is unknown when customer was discharged from the hospital.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Reader serial number (B)(4) has also been returned and investigated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was fully seated in the sensor mount. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. Performed visual inspection on returned freestyle libre reader and no issues were observed. Control solution was performed and all results were within range specification and no errors were observed.

Event description:
Customer reported receiving low scan results on the adc freestyle libre sensor when compared to readings obtained on the built-in reader. Customer reported that on (B)(6) 2018, he experienced symptoms described as nausea, vomiting, and "feeling really bad" and he self-treated with novolin slow acting insulin and novolog flexpen fast-acting insulin. Customer was driven to a hospital by his sister and at the hospital was treated with zofran (anti-nausea medication) via intravenous infusion and prescribed tylenol for his back pain. Customer was admitted for 3 days and reportedly "on the verge of dka". On (B)(6) 2018, readings of 243 mg/dl, 238 mg/dl, 63 mg/dl, and 48 mg/dl were obtained on the hospital meter. Customer drank apple juice and his glucose level increased to 60 mg/dl. A sensor scan result of 125 mg/dl was compared to a built-in reader result of 145 mg/dl, however it is unknown when these readings were obtained in relation to the medical event. No further treatment was reported and it is unknown when customer was discharged from the hospital.